Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Temperature range was recorded is a mix of on/off body temperatures. Sensor state 7 with event log 11, 227 and 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The battery was measured within specific ranges. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. Poise voltage test was unable to perform. An extended investigation was performed. Visual inspection was performed on the returned de-cased sensor¿s puck and its pcba (printed circuit board assembly). The inspection revealed glue covering the poise voltage test points and the glue does not compromise the functionality of the sensor for the user it does prevent a poise voltage test being performed using test fixture. The observed glue was removed from the test point. Poise voltage testing was performed again and result was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness, requiring treatment of cola and sweets by non-healthcare professional. An unspecified blood glucose result of 400mg/dl was obtained. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness, requiring treatment of cola and sweets by non-healthcare professional. An unspecified blood glucose result of 400mg/dl was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.